Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (B)(6) 2011; 5076 implantable pacing lead (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock for atrial flutter (af). No clinical action was taken and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.